Event description:
Co's overseas distributor reports that two hospitals alleged endotracheal tube cuff deflations involving a total of three pts and five tubes. The hospitals allege that the ventilator alarms sounded approximately 1 to 2 hours after tube placement and the staff checked the circuit and ventilator before deciding that the cuffs must be deflated. Upon extubating the endotracheal tube facility allege that the distal portion of the cuff was partially detached from the tube. The endotracheal tubes were replaced and there was no pt injury.